Manufacturer narrative:
An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
String separating from tampon device breakage. Case narrative: consumer reported via e-mail that string is separating from tampon. No injury reported.

Event description:
String separating from tampon [device breakage] case narrative: consumer reported via e-mail that string is separating from tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.